Event description:
It was reported that an alert was detected for left ventricular automatic threshold (lvat) suspension. Additionally, the lv lead exhibited high pacing impedance out of range. Technical services recommended to bring the patient into the clinic to evaluate a different vector, an x ray to ensure good placement and lead interface and considering turning off lvat. This cardiac resynchronization therapy defibrillator (crt-d) remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that an alert was detected for left ventricular automatic threshold (lvat) suspension. Additionally, the lv lead exhibited high pacing impedance out of range. Technical services recommended to bring the patient into the clinic to evaluate a different vector, an x ray to ensure good placement and lead interface and considering turning off lvat. This cardiac resynchronization therapy defibrillator (crt-d) remains in service and there were no adverse patient effects reported.